Event description:
Reporter stated advantage system gave wrong results. The customer got 384 mg/dl, 2 hours after dinner, at approximately 11:00 - 11:30 pm on monday night. Due to the result of 384 mg/dl, the customer took "a pill." At 07:00 am tuesday morning, he was in a catatonic state, but the advantage system showed 167 mg/dl. Customer's son called the ambulance and customer was transported and admitted into the hospital. At the hospital, approximately 1 hour later, they obtained a value of 40 mg/dl. The customer was treated with intravenous "serum/sugar" and was discharged from the hospital at approximately 09:00 pm tuesday evening. The customer has fully recovered and is currently fine. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).